Manufacturer narrative:
Date received by manufacturer: 28may2019. Date of report: 22jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue; however, the battery was 7 years old, exceeding it's recommended life of 5 years. Due to battery age, this was not a reportable event. The fse replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had a bad battery. It is unknown if the device was in use at the time of the event.